Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat access: result: 0.00 ng/ml, time: unk. Result: 1.102 ng/ml, time: unk (lab).